Manufacturer narrative:
The reported complaint of false bradycardia episode was confirmed. Based on the information provided, the root cause of this false episode was due to r wave undersensing at device programmed max sensitivity level. The device is performing per design and there is no malfunction suspected.

Event description:
It was reported by the abbott technical services that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the patient¿s implantable cardiac monitor (icm) had pause episodes due to under-sensing. No intervention performed was reported. The patient reported no adverse consequences.